Manufacturer narrative:
Product analysis conclusion: one still image was received for analysis. The image depicts an endurant delivery system held by a physician. The proximal end of the screw gear is visibly broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stent graft etuf2514c102ee endur ii aui was implanted to treat a 52-millimeter abdominal aortic aneurysm. During the index procedure, when attempting to rotate the back-end wheel of the delivery system, the suprarenal stent did not openinitially and it was observed that the grey plastic below the back-end wheel was broken. With a gentle movement of the grey part, the suprarenal stent opened properly, allowing the surgeon to continue and complete the procedure, including retraction of the delivery system and implantation of the ipsilateral leg. Per the physician the cause of the event is undetermined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received: it was reported that the device was inspected prior to use and no issues were identified. The covered stent graft was deployed without problems. The instructions for use were followed and there was no unusual force applied to the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.